Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP device. There was a report of burnt power cord, sparks coming out of device, melted power cord and burnt smell. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.